Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the sherlock is not tracking properly resulting in the patient receiving a cxr to verify PICC placement. No other information provided, at this time.

Event description:
It was reported that the sherlock is not tracking properly resulting in the patient receiving a cxr to verify PICC placement. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit is giving inaccurate ECG readings was unconfirmed. The unit was tested again on our sherlock magnet tracking test fixture and the unit is tracking properly. There is no root cause as the issue could not be reproduced.